Event description:
User stated that while he was going down a ramp at his home residence in his wheelchair without warning the left caster fork and wheel fell completely off. Immediately following the first event, the right caster wheel fell off and this caused him to fall out of the chair. The user received injuries to both shoulders with the left shoulder being extremely painful. MRI and medical attention was needed but no medical information provided as to the extent of the injuries.

Manufacturer narrative:
Product was not returned to manufacturer for evaluation and it is unknown if or when manufacturer may have the opportunity to evaluate the device. Manufacturer does not have all details of the injury or event at this time to complete our investigation.